Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results the device (all channels) tested positive with staph aureus 2 cfu/100 ml and pseudomonas sp 2 cfu/100 ml. The olympus (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed . Olympus (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) results conforms: the device (all channels) detected with staphylocoques coagulase negative at (1 cfu/100 ml, 1 cfu/endoscope ) , distal end detected with bactéries gram positive at (1 cfu/100 ml, 1 cfu/endoscope) with total micro-organisms revivable at 30°c /100 ml of 1cfu/100 ml and 1 cfu/endoscope. The results obtained comply with the target level defined in the regulations of (B)(6) outlined on july 4, 2016. The results are conform to (B)(6) recommendation. Customer cds checklist: automated disinfection, paa (disinfectant), machine (soluscope 4) . Rrc (regional repair center) (B)(4) olympus device evaluation findings are below: insertion part (a-rubber glue) separated. Connecting tube scratched. Switch section , key top with discoloration. Angulations are out of specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.